Event description:
It was reported that this tactra penile implant was removed for unknown reasons. An inflatable penile prosthesis (ipp) was implanted. There were no patient complications.

Event description:
It was reported that this tactra penile implant was removed for unknown reasons. An inflatable penile prosthesis (ipp) was implanted. There were no patient complications.